Event description:
It was reported that during implant, when the right ventricular (rv) lead was placed the impedance ranged from 1600 to 2400 ohms even when the lead was moved to different positions. It was also reported that the stylet kept getting stuck in the rv lead. The rv lead was removed and another rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6940 implantable tachy lead 1999 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.